Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal, physioneal, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and dianeal was not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by abdominal pain and cloudy peritoneal effluent. That same day, empiric treatment with ip ceftazidime and ip cefazolin was started (doses and frequencies not reported). On (B)(6) 2010, the abdominal pain resolved. On (B)(6) 2010, treatment with cefazolin ended and treatment with oral ciprofloxacin was started (dose and frequency not reported). On (B)(6) 2010, treatment with ceftazidime ended. On an unspecified date in (B)(6) 2010, treatment with ciprofloxacin ended. The primary contributing factor to the event was not unknown. The patient recovered from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.